Event description:
During the 5th freeze, which lasted 17 seconds, the subject went into 1st degree heart block. No further freezes were done. The subject was observed in the room for 90 minutes. The patient remained asymptomatic throughout hospital stay and was discharged the next day as planned. No additional actions were taken to treat this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.